Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament suspension procedure performed on (B)(6) 2019. According to the complainant, a capio suture broke during testing prior to use in the patient. Subsequently, another two capio sutures were opened and malfunctioned during the procedure wherein the darts detached from the two prolene capio sutures during the deployment of the capio device on the patient's right side. It was suspected that the darts remained inside the capio cage, but this was not confirmed. Because of the device malfunction, the physician decided to just perform a unilateral suspension instead of the planned bilateral suspension, and completed the procedure with the same capio slim device. There were no patient complication as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.